Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) wouldn't deflate. No clinical consequences were reported to the patient due to this event. No further information is available at the moment.

Manufacturer narrative:
The device was not returned therefore; visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that 100% contrast was used for inflation instead of 50/50 saline contrast as instructed in the dfu. Use of improper saline contrast ratio is listed as a potential cause of deflation failure in the product risk table. Since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user, a probable cause of use error will be assigned to this complaint.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) wouldn't deflate. No clinical consequences were reported to the patient due to this event. No further information is available at the moment.